Event description:
A user facility reported a cracked intraocular lens. It is known whether the lens was cracked when the package was opened or if it happened during loading. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The product was returned for evaluation. One haptic was broken-distal area (not returned). The optic was torn/split/cracked against a post of the lens case. The damage appears indicative of lens case related damage. All products are 100% inspected prior to product release and this damage exceeds acceptance criteria. There have been no other complaints reported in the lot number. Additional info was requested 04/25/2008 and 05/16/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 05/23/2008.